Event description:
Patient was cardioverted in ICU. The machine delivered the set energy (100 j) and there was a pause after the shock. Then the rhythm was lost via the paddles and we were unable to monitor the patient via the paddles. We did finally manage to get a rhythm via the leads. Patient converted to sinus rhythm. Biomed came up immediately following and did discover that the cable was faulty. The cable was removed and a new cable was attached. The cable was taken by biomed for further evaluation. They were able to duplicate error. Cable possibly part of a recall.